Event description:
Burr hole being made with midas drill using a codman perforator. The drill should have stopped when it reached soft tissue, but it did not. Pt experienced a fair amount of bleeding, which was controlled using surgiseal. Surgery was aborted after the bleeding was controlled. This is the 5th incident filed for this perforator and co has found nothing wrong.